Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0w23v, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. (B)(4).

Event description:
Information was received from the manufacturer representative that reported the #3 electrode was frayed on the lead/extension end of the left lead. Because of this, the lead could not be inserted into the extension. The damage was at the connector/proximal end contacts. The issue occurred during the stage 2 procedure and the revision was occurring. During the revision, there were no allegations of a system use issue. No symptoms were reported. It was unknown if the patient recovered completely. The surgeon had noticed the issue when they removed the lead end cap so he could insert it into the extension. The surgeon cut the frayed wire off and left the #3 electrode in place. It eventually fit into the extension. Impedances were clear and it was too early to determine the patient's efficacy. The patient was implanted for dystonia. Please see manufacturer report #6000153-2015-00174 for information on the patient's concomitant system.